Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. No visual abnormalities were observed. The instrument and sulu were cycled with acceptable results. A functional evaluation was performed to the clinical sample received, no abnormalities observed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after inspecting the staple line, surgeon determined that several staples where missing. The cartridge showed yellow tabs to indicate nothing was left in the load. Surgeon had to open another (B)(4) in order to fire again. There was unanticipated tissue loss. Another manufacturers reinforcement material was not used.